Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, the drain tube clamp is broken. Drain tube cap is missing. The water tank is moldy. On/off switch is pressed into the housing. Per functional testing, the complaint could not be replicated as water is circulating but the pump is loud. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to scrap this device due to mold inside the housing and damaged on/off switch and defective pump that is too loud.

Event description:
It was reported that the water did not circulate. There was unknown patient involvement and unknown patient harm/adverse event reported.